Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 6.5 cm, 12 cm and 17 cm distal to the is-1 connector pin into 4 fragments. All fragments were received for analysis. The returned lead fragments were visually and electrically analyzed. The visual inspection revealed that the distal part of the lead was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. Furthermore, the lead tip was found disconnected from the lead body. As the root cause of the observed damages, tensile forces applied during the explantation procedure should be taken into consideration. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Further analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported high thresholds. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Event description:
This lead was explanted and replaced due to high thresholds. No adverse patient events were reported. Should additional information become available, this file will be updated.